Manufacturer narrative:
Evaluation summary: post market vigilance led a photographic evaluation of one device. The photo depicts the device in a bag, the clear plastic circular seal is disengaged and visible in the bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The product was not returned for evaluation, therefore pmv cannot determine the root cause of the reported condition with just a video. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance led a photographic evaluation of one device. The photo depicts the device in a bag, the clear plastic circular seal is disengaged and visible in the bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal, little ring broke loose from device and fell into abdominal cavity. It was also reported that the balloon leaked and was distorted or unusual shape. The ring was taken out of the abdominal cavity and another device was taken from the shelf to finish the dissection. There was no patient injury.